Event description:
Discordant (B)(6) advia centaur (B)(6) total results were obtained for samples from two different patients. The samples were (B)(6) with an alternate method. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00331 on december 27, 2013. Siemens filed the MDR 1219913-2013-00331 supplemental report 1 on may 2, 2014. On 05/02/2014 correction: the MDR 1219913-2013-00331 supplemental report 1, inadvertently had the initial MDR number as MDR 1219913-2013-00170 with filed date august 20, 2013. The correct MDR number is MDR 1219913-2013-00331 with filed date december 27, 2013.

Manufacturer narrative:
The cause for the discordant (B)(6) total results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Us: the IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6). Levels of (B)(6) may be undetectable both in early infection and late after infection." "The calculated values for (B)(6) in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer." Ex-us: the IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to (B)(6). Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate false reactive results." "Assay performance characteristics have not been established when the advia centaur (B)(6) total assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00170 on august 20, 2013. 04/07/2014 additional information: siemens healthcare diagnostics performed an internal investigation. The internal testing used 70 promedex positive samples. The results indicated 100% sensitivity. A review of all quality control (qc) panel data and the 100 negative sample runs was performed. Panel 1f included 100 negative samples. This panel was used to release lot numbers 048 through 052. Panel I g was used for lot numbers 052 through 063. The negative mean of all the 100 samples ranged from 0.077 to 0.091 index for panel if and 0.039 to 0.077 index for panel ig. Qcd which is an internal qc panel member had the mean consistent from kit lot to kit lot. This is since lot number 048. The lowest mean on lot number 048 was 3.03 index and highest mean on kit lot number 053 was 4.86 index. The sensitivity and specificity of the (B)(6) total assay are being met. There is no data suggesting the (B)(6) total assay is out of specifications.